Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.